Event description:
Blood was backing up from red lumen of central line where pump was infusing d5ns at 40ml/hr. Assessed lumen by flushing and drawing back, no issues. Pump never alarmed any issues. Cleared the line with a flush to see if it would happen again and it did. Blood backed up to first port closest to patient on IV tubing. Then attempted to take tubing out of pump, was extremely difficult, had to pull open door as the slide in clamp did not automatically open the door. Discovered the tubing that was in the door was clamped down and twisted. Tubing and pump were removed and replaced. FDA safety report ID # (B)(4).